Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned this report is for unknown screw cortex/unknown lot number. Original implant date sometime in 2005 device is not expected to be returned for manufacturer review/investigation. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of a distal femur fracture in 2005, exact date is unknown. Revision surgery was performed on (B)(6) 2015 to remove, a 9 hole less invasive stabilization system (liss plate), seven locking screws, and six cortex screws. An unknown quantity of implanted cortex screws were found to be broken at the shaft, shafts remained retained in bone. One of the locking screws was stripped and was able to be removed. Surgical delay of 30 to 45 minutes was reported. No patient harm was reported and procedure was successfully completed. It was reported that reason for hardware removal was unknown. This report is 2 of 3 for (B)(4).